Event description:
Pt received excessive dose of heparin drip for the amount of time drip was hanging. Drip hung at 0145. Amount infused according to pump was 102 cc; according to level of fluid in bag, 300 cc had actually been infused. Biomed checked pump and could find no malfunction with machine. Unable to determine what caused problem.